Event description:
Device malfunction: failure to deploy needles. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after the handle was turned counter-clockwise pulled straight back away from the hub only three needles were present. The needles which were present were removed by the physician, then the device was removed from the patients anatomy. Hemostasis was achieved using a second prostar device. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.